Manufacturer narrative:
The patient¿s age was not provided. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years, 6 months. The event occurred at (B)(6)surgery center, (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that frequent low flow alarms occurred on (B)(6) 2017, which resolved after staring heparin on (B)(6) 2017. No further issues have been reported. Additional information has been requested but has not been provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported low flow alarms could not be confirmed through this evaluation as no log files from the time of the reported event are available for review. A specific cause for the low flow events could not be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.